Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left femoral artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 1.5mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was fine.